Event description:
Admedus received information from a foreign facility that a patient required surgical revision of right pulmonary shunt less than 2 months following the take down of the bt shunt, reconstruction of the branch pulmonary arteries and bilateral glenn shunt procedure. During this revision, it was observed that there was evidence of stenosis at the anastomosis where cardiocel was involved. The revision resulted in anterior augmentation of the pulmonary artery (anastomosis) shunt using a homograft patch. Patient was discharged 15 days after the procedure.

Manufacturer narrative:
This event is being conservatively reported as stenosis of pulmonary arteries requiring surgical reintervention is an expected event in approximately 12-15% of congenital cardiac patients according to peer reviewed literature. Admedus has requested a histological examination of the explant in order to make a determination of any potential device involvement. A follow up report will be filed when additional evaluation of the material is obtained.